Event description:
It was reported that the insulin pump alarmed no delivery during the manual prime procedure. The blood glucose reading was 128 mg/dl. The customer stated that she was trying to change the infusion set, and when he pressed to fill the tubing, she received the alarm. Insulin did not exit with a manual plunger push during troubleshooting. She was advised to change the entire infusion set system as soon as possible and to return the supplies for analysis. The call was dropped prematurely before arrangements for the replacement of the supplies could be made. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.